Manufacturer narrative:
(B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. The info contained in this initial report is based upon the info provided to the MFR. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
An otter pool lift has somehow come free from its secured position whilst a pt was being used in connection with the lift. The hoist with pt attached has fallen into the pool. The care giver (reportedly a life guard) has successfully retrieved the pt and no injuries have been sustained.